Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he did a 2 hour insulin pump rest. After inserting the battery back into the insulin pump, it beeped and the buttons were unresponsive. Customer's blood glucose level was around 130 mg/dl. The screen was not completely blank. The customer began to hear a constant beeping noise. The alarm was unknown. The insulin pump was giving an alarm and he was unable to clear it. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. No frozen screen, constant beeping or unexpected audio/beep anomaly noted during testing. Unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or operating current measurements due to no button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.